Event description:
It was reported that an ongoing minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by administering a manual injection. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.